Event description:
Patient reported that the suspect device generated a blood glucose result without having first applied blood or control solution to the test strip. Patient's blood glucose was not affected and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.